Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that a patient with a pain stimulation implantable pulse generator (ipg) experienced shocks on the left leg for about three weeks, with increasing intensity. The patient also reported a burning sensation and pain on the upper left leg, and continued to feel sensations even when the stimulator was turned off. Additionally, there were issues with the controller for the past three days, as it could not find the device and had difficulty connecting the stimulation. Troubleshooting steps were recommended, including attempting to connect with the recharger. The patient faced challenges in securing an appointment with their doctor due to a closed worker's compensation case. It was unknown if there was any patient involvement or complications as a result of the event.

Event description:
Additional information from the hcp indicated that the patient is in the ER due to tingling down their left leg and numbness to one of their legs. Caller stated patient reached out to a manufacturing representative (rep) this morning and was advised to go to the ER to have a rep come and check the system.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.